Event description:
It is reported that the pt was revised due to tibial loosening.

Manufacturer narrative:
Evaluation summary: it was also noted that the tibial component was not grossly loose, but with minimal impaction, it was freed from the bone. It is worth noting that the entire cement mantle remained fixated to the implant with very little cement left on the bone. No further information regarding the pt lifestyle, x-rays, or the explants were provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.